Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. All testing occurred within one hour of one another. Results from (B)(6) 2011 were done from venous draw.